Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports that 4 months after the dental implant was placed in ada site 12, the implant failed to achieve osseointegration. Clinician placed a bone graft and reports pain, inflammation, and hypersensitivity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist also reported that immediate load procedure was performed.

Event description:
The clinician reports that 4 months after the dental implant was placed in ada site 12, the implant failed to achieve osseointegration. Clinician placed a bone graft and reports pain, inflammation, and hypersensitivity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).